Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during an attempt to input the numbers. The customer did not know the blood glucose reading. The customer stated that within the last month, she experienced three occurrences of scrolling numbers. She added that she is very hard of hearing and did not know when the issue first started. No serious injury or hospitalization resulted from the events. She stated that the insulin pump had fallen a few times and that the device was kept in the customer's bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to moisture damage on the keypad trace. No numbers scrolling noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corner.